Event description:
A report was received that the patient¿s ipg was non-functional. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was not getting coverage due to high impedances. The patient will undergo a lead replacement procedure. Additional suspect medical device components involved in the event: model #: sc-2317-50, serial #: (B)(4), description: infinion cx 50 cm lead.

Event description:
A report was received that the patient¿s ipg was non-functional. The patient will undergo a revision procedure.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)). Device evaluation indicated that the ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced.

Event description:
A report was received that the patient¿s ipg was non-functional. The patient will undergo a revision procedure.